Event description:
The customer reported being in the emergency room due to high blood glucose of 675mg/dl. The customer stated that she was not getting insulin due to the bent cannula. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The alarm history shows a low reservoir and low battery alarm. The caller stated that the drive support cap was protruded and sticking out. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The drive support cap was inspected and no anomaly noted. The insulin pump had cracked case around the reservoir tube window and battery tube threads.